Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became stuck on the unlock screen and the unlock function was unresponsive, while other on-screen buttons responded, and a hairline crack was observed on the left side over the unlock button of the touchscreen; insulin use was addressed per guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided, including photos. Investigation of this case revealed a touchscreen key/button unresponsive issue associated with the touchscreen component, with software behavior identified during the assessment. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.